Event description:
A peritoneal dialysis (pd) patient reported finding fluid under her cycler following treatment. The cycler alarmed for "balloon valve leak" during this treatment. The patient was advised to discontinue using the cycler and to contact her pd nurse. She discarded the set. During follow up, the patient reported that her effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.